Event description:
The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a diagnostic issue was noted on the device due to a false alert of eri. However, no actual eri alert was recorded on merlin.net. No intervention was performed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the field event of an elective replacemet indicator (eri) alert could not be confirmed in the lab. Programmer printouts, device image and the session records from the field were reviewed and no eri alert was observed. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. A bench test was performed on the ICD and the device was found to be normal; telemetry, pacing, sensing, impedance, and patient notifier were tested on the bench; no anomaly was detected. No sources of high current were noted.